Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. The first cylinder outer tube a hole from kink resistant tubing (krt) wear and broken fabric threads in the proximal end of the cylinder. The krt had worn down to the filament. The inner tube bulged when inflated with syringe. No anomalies were found with the second cylinder. The pump was visually and microscopically examined, leak and functionally tested. The pump krt was worn down to the filament. The pump did not pass activation tests. The reservoir was visually and microscopically examined, and leak tested. No anomalies were found with the reservoir. Based on the information available and analysis results, the identified bulge in the first cylinder and pump activation issue confirmed the reported events of device not pumping properly and cylinder aneurysm, respectively.

Event description:
It was reported that the inflatable penile prosthesis was not pumping properly due to a cylinder aneurysm. The patient underwent a replacement surgery. There were no patient complications.

Event description:
It was reported that the inflatable penile prosthesis was not pumping properly due to a cylinder aneurysm. The patient underwent a replacement surgery. There were no patient complications.